Event description:
Patient later reported capsular contracture baker grade iii-IV and seroma. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown

Event description:
Patient reported left side swelling of the breast, diagnosis of capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Edema: unable to observe since it is not related to the device. As per the investigation procedure deformation crease wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side swelling of the breast, diagnosis of capsular contracture baker grade unknown. Patient later reported capsular contracture baker grade iii-IV, seroma, and "inflammation rich in macrophages, and chronic macrophage-rich inflammation". Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ edema : unable to observe as it is a medical event that is not related to the device. ¿ capsular contracture : unable to observe as it is a medical event that is not related to the device. ¿ seroma : unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side swelling of the breast, diagnosis of capsular contracture baker grade unknown. Patient later reported capsular contracture baker grade iii-IV and seroma. Device has been explanted and replaced with non-allergan device.